Manufacturer narrative:
The respironics service technician was unable to duplicate the reported problem. The service technician confirmed a diagnostic code in log history indicating the reported vent inop was due to a flow sensor failure. The service technician replaced the exhalation flow sensor. The service technician performed performance verification testing and extended self testing (est). All tests passed per operating specifications.

Event description:
The customer reported the ventilator went vent inop, and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop in use, will stop providing ventilatory support to the patient.